Manufacturer narrative:
On (B)(6) 2017, the contact reported that after the infusion set site was changed, the high bg level was resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl). The infusion set site was changed multiple times. A bolus of insulin was delivered and insulin pens were used to address the high bg. As the contact did not have the pump at the time tandem technical support was telephoned, a pump system check was unable to be performed.